Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the architect stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for lot number 73092ud00. Device history review did not identify any potential non-conformances, deviations, or non-conformances with the lot number and complaint issue. The historical performance of the lot 73092ud00 was evaluated using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Additionally, per product labeling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. When an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 73092ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated on the architect i1000sr processing module for one patient. On (B)(6) 2025, sid (B)(6), initial result = 52.8 pg/ml . New blood sample 3 hours later with sid (B)(6) result = 2.2 pg/ml. The first sample with sid (B)(6) repeated with result = 2.4 pg/ml no impact to patient manageme nt was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 (troponin-I, stat highly sensitive) that has a similar product distributed in the us, list number 2r98 (troponin-I stat high sensitivity) with 510k/PMA/bla number k191595. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat highly sensitive troponin-I results generated on the architect i1000sr processing module for one patient. (B)(6) 2025 sid (B)(6) initial result = 52.8 pg/ml. New blood sample 3 hours later with sid (B)(6) result = 2.2 pg/ml. The first sample with sid (B)(6) repeated with result = 2.4 pg/ml no impact to patient manageme nt was reported.